Manufacturer narrative:
The lead remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that nearly two months post-implant, this right ventricular (rv) lead exhibited an increase in pacing thresholds measurements, to 7.0v@2.0ms. The physician questioned if this was exit block. It was reported to a field representative that an x-ray showed the lead had not moved from the implant position. The sensing was acceptable at 9mv and the impedance was stable at 600 ohms. The patient was to be seen again in may and if the thresholds were still high, the lead would be revised. It was later reported that at the may appointment, this lead was successfully repositioned. No additional adverse patient effects were reported.